Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A physio field service technician performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. The device has been forwarded to physio european medical service center (emsc) for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had kept turning off by itself and had kept dropping its charge when attempting to deliver a shock to a patient. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer' device and was unable to duplicate the issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. At the time of each unexpected shut down, the device was powered by a battery manufactured in 2014. Per the lifepak 15 monitor/defibrillator operating instructions "physio-control recommends that batteries be replaced approximately every two years." The root cause of the reported issue is likely due to the use of a battery past its recommended service life. After replacing the battery pins, power pcb assembly as a precautionary measure and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had kept turning off by itself and had kept dropping its charge when attempting to deliver a shock to a patient. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.